Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at the electronic or motor assemblies during visual inspection. The device was received with cracked case at the display window corners and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
It was reported that the customer received a button error alarm on the insulin pump, after it was exposed to perspiration. The customer also stated that when she would press on the screen, moisture would come out along the edges of it. Her blood glucose level was 184 mg/dl. The customer was advised to discontinue use of the pump and revert to a back-up treatment plan. Nothing further was reported.